Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operation room for a lead revision procedure. The physician noted externalization conductors at the svc/rv junction of the right ventricular lead. The lead was capped and replaced. The patient was stable before, during, and after the procedure.